Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the patient observed that they were not receiving the complete insulin bolus delivery. According to the reporter, the patient is new to the pump and was unsure as to why she was not receiving the complete bolus; the reporter reviewed the pump's history and found multiple occlusion alarms. According to the reporter, a system check was performed and the patient discovered that the plastic cannula of the infusion set, was bent. The home care patient reported that their blood glucose levels rose to 361 mg/dl due to the interruption in insulin therapy. The home care patient reported that they replaced the infusion set and delivered a correction bolus to resolve their high blood glucose. No further adverse effects to user reported.